Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 542 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also treated with manual injection. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering. It was also reported that the insulin pump had insulin flow blocked alarm and customer was advised to reconnect tubing at quick release and prime a 5 units fixed prime after that the insulin was exited. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.